Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he received an infusion set blocked alarm and hyperglycemia. In troubleshooting blockage was found in tube. High blood glucose level displayed high and treated by correction bolus via pump. No further information was available.